Event description:
In 2005, the lay user/pt contacted lifescan and alledged that his one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist was unable to reach the pt the next day. A letter was also sent. The pt had received a result of 16.9 mmol/l (304 mg/dl) on the subject meter. It is not known if he had experienced symptoms to high or low blood glucose at the time of concern. He visited his doctor because he felt his blood glucose was high. The doctor increased his medication. His diabetes medication regimen is not provided. The pt also reported that he has an infection. At the time of troubleshooting, it was verified that this was not a new product and that it was previously set in the correct unit of measurement. However, it was discovered that the pt had recently changed the units of measurement in the meter settings. This complaint is reported because the subject meter was in the wrong unit of measurement (mmol/l), and the pt did not receive any acute treatment. A replacement meter was sent to the lay user/pt.